Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation; however, images were provided for review. A still fluoroscopic image was reviewed and shows a coil mass with an unstretched coil segment progressing to the coil mass. More proximally, a coil segment appears stretched. A second fluoroscopic image show stents deployed in the region where there were stretched and unstretched coil segments that were proximal to the coil mass; however, the coil segments within stent can not be visualized in these images. These two images are consistent with the complaint. The instructions for use (IFU) identifies coil stretching as a potential complication associated with the use of the device.

Event description:
It was reported that the delivery pusher of an embolization coil "stretched" (unraveled) during repositioning. Three stents were implanted to press the stretched pusher segment against the vessel wall. There was no reported patient injury. The current patient's condition is reported to be "normal."